Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation results one flexiva ID tractip 200 laser fiber was returned broken in six pieces. The first piece measured approximately 106.8 cm from the top of the connector to the break, the second piece measured approximately 114.8 cm from the break to break, the third piece measured approximately 26.4 cm from the break to break, the fourth piece measured approximately 26.5 cm from the break to break, the fifth piece measured approximately 24.8 cm from the break to break and the sixth piece measured 16.8 cm from the break and includes the entire distal tip. Visual examination revealed that the expose glass fiber tip measured 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken and the misfire was likely a result of the break occurring during use. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a cystoscopy, left retrograde pyelogram, left ureteroscopy, left stent and laser lithotripsy procedure performed on an unknown date. According to the complainant, during procedure, 5 cm of the laser fiber broke off inside the patient. Reportedly, the detached portion was retrieved using basket. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.